Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the march bring back procedure was a roux en y, not a sleeve. The issue was not on the staple line but next to it- possibly surgeon grasped too hard. Another roux en y had 2 holes near staple line. No video for march procedure but april 22 procedure there is. The surgeon will review the video. No devices were saved. The latest issue the surgeon thinks it might be an issue using peri-strips with device. The patient had a bmi of 62 and was a difficult case. 2 blue reloads and a green with peri-strips used going up. Surgeon likes to use peri-strips to bel able to grasp. He waits only about 6 seconds prior to firing. There were no staple form issues in initial procedure or post-op. Issue in first case was not on the staple line for sure. For the g-j an endocutter is used and common channel is close with suture. The surgeon does not pulse fire. The peri-strips being used are the traditional thicker ones. Were there any issues experienced with the device in the initial surgical procedure? No additional information was requested, and the following was obtained: was a leak test performed? Yes if so, what type and what was the result? Air and methylene blue dye, patient passed both how was the leak identified? Pat had tachycardia and mild fever on day two. What was observed at the site of the leak upon reoperation? On the old stomach side there was a gap below the staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? Not that they noticed. If so, please describe the shape and location. N/a. What is the current patient status? Fine.

Event description:
It was reported that post-op of a roux-en-y procedure that the patient was brought back to the or two days post op due to a leak. During the initial procedure the staple line passed the leak test. A hole was found in the staple line at the top of the anastomosis. The hole was closed using suture. Patients¿ current status if fine.